Event description:
It was reported after use the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer noticed the the ¿needle body had a waxy foreign body."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on cannula with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter on cannula was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer noticed the ¿needle body had a waxy foreign body."